Manufacturer narrative:
Approximate age of device- 2 years, 9 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported the patient had a tear near the percutaneous lead (driveline) distal end bend relief. The customer requested a clamshell repair. No alarms were reported and no adverse patient consequences. A clamshell repair was performed on site on (B)(6) 2019. No additional log files have been obtained or troubleshooting performed. No additional information was provided.

Manufacturer narrative:
Section d4: additional information. Section e2: correction. Section h4: additional information. Section h8: correction. Manufacturer's investigation conclusion: the reported event of a separation of the silastic sleeve from the metal connector of the driveline was confirmed. A clamshell repair was performed by an abbott technical services representative on 6/17/2019 via work order (B)(4). The patient remains ongoing on (B)(6) and no related issues have been reported at this time. The heartmate ii lvas IFU and patient handbook explain how to care for the driveline. They also address damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.